Manufacturer narrative:
The device was received on october 11, 2021. One used spinning spiros, one unknown bd pump set, and one used bag spike adapter with chemolock injector were received and visually inspected. As received, no visible damage or anomalies were identified. The spiros was returned connected to the male luer of the pump set with the luers fully engaged. The spin feature of the spiros was received activated and spinning freely. The samples connected as returned were primed and pressure leak tested. No leakage was observed. The spiros met product performance specifications. The reported complaint of a leaking spiros could not be replicated or confirmed. A lot review could not be performed as the lot number was not provided.

Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported that spinning spiros were leaking taxol. The event occurred at noon when the nurse unhooked patient from taxol due to a drug reaction. The spiros was correctly attached to the end of the line. The staff confirmed it appeared to be an equipment malfunction. There was patient involvement, but no report of an adverse event or harm and there was delay in therapy.